Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received at service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: motor not turning smoothly. Motor replaced. Short circuit in the motor cable. Motor cable replaced. Keyboard pcb corroded, handcontrol set replaced. "Micro": preventive replacement of o-rings performed according to service manual fluid ingress into the system is the possible root cause for the short circuit in the motor cable. Corroded keypad pcb and the motor not turning smoothly but we cannot determine a definitive root cause. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. The serial number was manufactured by a facility which has been closed since 2011, therefore a review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists, and it is no longer recommended to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the serial number was manufactured by a facility which has been closed since 2011, therefore a review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists, and it is no longer recommended to make process corrections or corrective actions.

Event description:
It was reported by the affiliate in (B)(6) via phone that the micro tornado handpiece with hand control did not turn as the motor was jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively to an unspecified surgical procedure. The outcome of the event was the procedure has been completed with no surgical delay. A replacement device was used to complete the procedure. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.